Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pains') in a 39-year-old female patient who had essure (batch no. A69934) inserted. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy for complete extraction of essure). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: the implant was not kept. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pains') in a 39-year-old female patient who had essure (batch no. A69934) inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (laparoscopic hysterectomy for complete extraction of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: the implant was not kept. Amendment: the report was amended for the following reason: medically confirmed field changed to yes. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('chronic pelvic pains') in a (B)(6) female patient who had essure (batch no. A69934) inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (laparoscopic hysterectomy for complete extraction of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: the implant was not kept. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.